Manufacturer narrative:
Investigation summary - a sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. A device history review was conducted for lot number 0063946. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that white, powder-like foreign matter was found on the bd intima-ii¿ closed IV catheter system needle when it was withdrawn. The following information was provided by the initial reporter, translated from chinese: "at 9 o'clock on (B)(6) 2022, during the process of placing the indwelling needle for the patient, the nurse found white powder attached to the steel needle of the indwelling needle when the needle was withdrawn."